Event description:
A discordant creatinine result was obtained on a dimension rxl max with hm system. The result was not reported to the physician. The same sample was retested on the same system and the repeated result was reported. There were no reports of adverse health consequences or known patient intervention due to the discordant creatinine result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and instrument data and determined that the cause of the discordant creatinine result was unknown. The fse checked the reagent 1 probe, sample flush pump, reagent pump panel and the sampler drain tubing. The instrument is performing within specifications. No further evaluation of the device is required.